Event description:
Reported via journal article it was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed on a patient with windsock-shaped anatomy. A watchman access system (was) was positioned and a 35mm watchman flx closure device and delivery system (wds) was inserted. The 35mm wds was deployed; however, just after release, transesophageal echocardiogram (toe) revealed that the closure device had dislodged to the left atrium in a perpendicular position to the left atrial appendage. The physician made multiple attempts to retrieve the device using a non-boston scientific (bsc) grasping device but was unsuccessful. The physician then used a non-bsc 8.5 fr x 71 cm steerable introducer sheath and a bsc grasping device (rescue alligator long grasping forceps) to successfully retrieve the device. The physician suspected the 35mm closure device had dislodged due to oversizing. The physician then deployed a 31mm closure device successfully in the laa with no further complications.

Manufacturer narrative:
B3: event date - estimated as 12/28/2022 as the received date for the article is noted as december 28, 2022. D6a: implant date - estimated as 12/28/2022 as the received date for the article is noted as december 28, 2022. D6b: explant date - estimated as 12/28/2022 as the received date for the article is noted as december 28, 2022. Literature citation: catarina m costa, ricardo alves pinto, joao c silva, paula g dias, carla m sousa. A dislodged left atrial appendage occlusion device rescued with gastroenterological forceps. Clinical vignette, pages 926-927. Doi: 10.33963/kp.a2023.0139.